Event description:
It was reported by the user facility that the loaner core impaction drill was overheating.

Manufacturer narrative:
Additional information has been requested from the user facility. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported by the user facility that the loaner core impaction drill was overheating.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly, and visual inspection. Through visual inspection, the bearings were damaged. The device was repaired and placed back into stryker stock.